Event description:
Two surgeons were using the covidien endo catch gold 10mm. As they were using the endo catch to extract the gall bladder, when tension was applied on the endo catch bag to extract from incision site, the bag tore at the bottom of the bag (still inside the patient). The bag was pulled out of the incision site with the gall bladder falling thru the hole at the bottom of the bag and back into patient's abdomen. A second endo catch bag was then opened and used to extract the gall bladder.